Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm. The device passed the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer treated their high blood glucose with manual injection. Customer's blood glucose reading was 477 mg/dl. Customer received motor error alarm during bolus delivery, basal delivery and the priming process. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received 8 motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.